Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: correction.

Event description:
Subsequent to the initial MDR, a correction is required. Dexcom was made aware on 01/10/2025, that on (B)(6) 2025, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2025. On the same day, it was reported that the patient experienced a skin reaction which occurred the day the sensor had been inserted in the abdomen. The patient developed redness and itching and burning sensation at the needle puncture site. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2025, the patient consulted a health care provider who prescribed an oral antibiotic medication (amoxiclav, unspecified dosage). At the time of report the patient confirmed the reaction site had already healed. No additional event or patient information is available.

Event description:
Dexcom was made aware on 01/10/2025, that on (B)(6) 2025, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2024. On the same day, it was reported that the patient experienced a skin reaction which occurred the day the sensor had been inserted in the abdomen. The patient developed redness and itching and burning sensation at the needle puncture site. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2025, the patient consulted a health care provider who prescribed an oral antibiotic medication (amoxiclav, unspecified dosage). At the time of report the patient confirmed the reaction site had already healed. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).